Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had needle and sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that when he removed the sensor, the sensor cannula was not underneath the sensor, it may have been pulled through with the needle they did not retract properly. The customer was advised that sensor will be replaced and return used sensor for analysis.